Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file analysis showed multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet, the house losing power or the patient disconnected both leads to the controller while changing power sources.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events observed in the log file was confirmed. The event log file provided by the customer contained events recorded from (B)(6) to (B)(6) 2020. The information recorded on (B)(6) at 11:54 am revealed no external power alarms. The associated voltage levels suggested that the alarms occurred when the controller was connected to a mpu. The pump support was not affected and the system maintained the desired set speed with no interruptions. A specific root cause for the no external power events was not able to be determined. The (B)(6) was not returned for evaluation. Per the additional information provided by the vad coordinator, the mpu has the v-lock and the issue was likely related to human error for double disconnects or removal of mpu from wall power while patient connected to unit. It is possible patient did this as well inadvertently, but unknown fully at this time. Heartmate 3 patient handbook document # (B)(4) rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, document # (B)(4) , rev d, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved.heartmate 3 patient handbook document # (B)(4) rev b, under section 3 ¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while patient does have a v-lock cable, likely the issue was related to human error for double disconnects or removal of mpu from wall power while patient connected to unit. It is possible patient did this as well inadvertently, but unknown fully at this time. No further information provided.